Event description:
It was reported that the patient underwent implantation of an intraocular lens (iol) which was removed and replaced in the same procedure due to a use/handling error. It was stated that while dialing the intraocular lens into place, it was noted that one of the haptics was broken. It was stated that an incision enlargement was created during removal of the lens. No adverse effects or injury were reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.